Event description:
A malfunction alarm with code malf 12 was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to replace the pump and use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. The customer was also guided on returning the defective pump via a pre-paid label, and they understood and acknowledged the instructions.